Event description:
It was reported that the patient was in surgery for normal eri (elective replacement indicator). During the replacement, the physician stated that there was a lot of crystallization in the pump pocket. The crystallization was found in the pump pocket and in the pump connector. He stated it was possible that the pump connector was not attached properly to pump. The pump connector was replaced. There were no patient symptoms or complications associated with the event. The patient status was reported as ¿alive ¿ no injury¿. The device system was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4). Evaluation summary: the pump connector was returned for analysis. Analysis found ¿coring-tears-cuts in seal due to outlet port ¿ not user related¿.